Event description:
It was reported that this pacemaker was found to be operating in safety mode and exhibited premature battery depletion (pbd) during interrogation. Technical services (ts) reviewed safety mode settings, specifically unipolar pace/sense and automatic gain control (agc) of 0.25mv (milli-volts). At this time, this pacemaker remains in service and no adverse patient effects were reported. Additional information received advised the device has been explanted and replaced. Outside of the surgical procedure, no adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode and exhibited premature battery depletion (pbd) during interrogation. Technical services (ts) reviewed safety mode settings, specifically unipolar pace/sense and automatic gain control (agc) of 0.25mv (milli-volts). At this time, this pacemaker remains in service and no adverse patient effects were reported.